Event description:
Reportedly, the surgeon had difficulties removing the instrument after firing. The surgeon manipulated the instrument off the bowel and the tissue tore. The surgeon had to cut the torn tissue away and used another instrument which did the same thing. The pt was hospitalized for add'l three days.